Manufacturer narrative:
Additional narrative: according to the additional evaluation, the tan plate and peek spacer are separated. The returned zero-p implant showed significant surface damage to the peek component. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Due to the condition of the device we can presume high mechanical forces were applied at the implant which finally caused the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Therefore this complaint is to be indeterminate from a manufacturing standpoint.

Event description:
It was reported that the patient was implanted on unknown date in june 2013 with a zero-p construct at c3-c4 levels. Approximately 2 months post-operatively, during the follow up visit, it was discovered that the cranial-oriented screws items 04.647.876 and 04.647.878 of the construct had backed out. The patient was returned to the operating room on (B)(6) 2014 for removal of the zero-p variable angle (04.647.128s) construct and two loose screws. The implant was not replaced by any other hardware and the procedure was successfully completed. This is report 3 of 3 for file (B)(4).

Manufacturer narrative:
Additional narrative: product development event evaluation: one zero-p va spacer and plate was returned with two cervical spine screws for the cranially oriented screw reportedly backing out post-operatively. The zero-p implant is designed to not extend beyond the confines of the intervertebral space midline, limiting risk of contact with vessels and adjacent soft tissue. Additionally the implant allows for variable angle screw insertion and a securing mechanism to prevent screw back-out (technique guide j9912-d). The product drawings were reviewed during the investigation. The plate is designed for the screw head to pass beyond the securing mechanism. This locks the screw in place and reduces the risk of screw back-out. An important note is included in the technique guide to use intraoperative imaging to verify the screws have been properly positioned. The mechanism of the returned plate was tested with the returned screws and found to work as intended. The screws passed beyond the catch of the mechanism without difficulty and could not back-out from the plate. The screws could not be separated from the plate without an instrument to press the catch toward the plate¿s midline. After testing of the returned implants, it is reasonable to suggest that the screw back out is a result of the screw not being fully inserted into the plate and beyond the securing mechanism. In conclusion, the securing mechanism on the plate, designed to help prevent screw back-out, was tested. The mechanism locked the screws to the plate and they could not dissociate without an instrument to press the mechanism toward the plate¿s midline. Evidence suggests that the screw may not have been fully inserted through the plate however this cannot be confirmed. The complaint is therefore indeterminate from a design perspective.

Manufacturer narrative:
Device is used for treatment not diagnosis. (B)(6). Implant date ¿ (B)(6) 2013. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.